Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby0980 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension set included in the powerglide full kit tore/broke at the connection site. No patient harm was reported. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached male luer adaptor was confirmed, but the cause was unknown. One extension set from a powerglide kit was returned for investigation. The male luer connector was received separate from the pvc tube. Tape residue was observed on the threaded twist cap and the extension set tubing. A line of adhesive from the luer to tube connection was observed around the pvc tube 5.0mm from the distal end of the extension set tubing. The adhesive line shows the insertion depth of the pvc tubing within the proximal end of the male luer adaptor. No mechanical damage was noted on the tubing or male luer adaptor. The outside diameter of the tubing was within spec. Adhesive residue from the manufacturing process was visible on the tubing. It appeared that the product was manufactured correctly. It is possible that the stress applied to the tubing and male luer adaptor during use exceeded the bond strength of the connection. A lot history review (lhr) of reby0980 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension set included in the powerglide full kit tore/broke at the connection site. No patient harm was reported. No other information was provided.